Event description:
It was reported that the customer thinks she may have taken too much insulin. Customer stated that she usually takes 140 units, but the pump is showing that she has 30 units. Customer may have possibly been attached while manually primed. Customer's blood glucose level was 43 mg/dl. Customer treated with food. Customer was not admitted as an inpatient for medical treatment. Customer's blood glucose level was 73 mg/dl at the time of the call. Customer took the plunger out and an air bubble was present. Customer does not remember but they could have possibly pushed the insulin into her body. Customer had orange juice, soda, crackers, and food. Customer's blood glucose level had come up into the mid 60's mg/dl. Customer was advised to monitor the pump and call back if issues persist. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.